Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump has lost power today, states when he changed the battery this morning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 12/03/2013 - device evaluation:the pump has been returned and evaluated by product analysis 11/19/2013 with the following findings:a review of the pump history showed no errors, alarms or warnings related to the complaint. No reboots were observed in the pump history as well. The battery compartment was fully intact; no damage was observed. There was no evidence of moisture contamination found inside the battery compartment or on the battery cap. The battery cap was able to fully tighten to the pump and no power loss was observed during testing. The battery cap height and width measurements were not within proper specifications. The pump was exercised for 24 hours with no power loss or battery related warnings occurring. The pump case was removed and no evidence of moisture contamination was found inside the pump. There was no evidence of intermittent contact found on the battery terminal contacts. Unrelated to the complaint, the display was found to be dim, discolored and difficult to read. Also unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn. The audio bolus button, however, responded appropriately to button presses. The complaint of the pump losing power was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.